Event description:
It was reported per field service report symptom - helium loss (2) alarm on pt. Findings/actions taken: biomed confirmed helium loss (2). Upon checkout, biomed confirmed helium loss (2) alarm during the helium leak test. The pump assembly was replaced to remedy the issue. The pump was returned to service.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.